Event description:
X-rays were received by manufacturer for review. Review of x-rays did not identify any obvious discontinuity with the vns system. Based on the images received, it was unable to determine if the lead pin was fully inserted into the generator header. There was a portion of the lead behind the generator that could not be assessed, therefore a lead fracture in that portion of the lead cannot be ruled out. The presence of a micro-fracture in the lead also cannot be ruled out.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that the patient began experiencing an increase in seizures in (B)(6) 2013. The physician reported that the increase in seizures may possibly be related to vns therapy. The relationship of the increase in seizures to pre-vns baseline frequency is unknown. It was reported that medication changes and changes to device settings were made and the patient's seizures have since decreased. There were no causal or contributory programming or medication changes that may have caused or contributed to the increase in seizures.

Event description:
It was reported that the vns patient¿s diagnostic results revealed low output current during an office visit with her neurologist. The neurologist lowered the programmed settings during the office visit and settings were reportedly normal. The patient was visiting with her neurologist because she was recently hospitalized for an increase in seizures above her pre-vns baseline levels. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2013.

Manufacturer narrative:
Review of the available programming and diagnostic history and device manufacturing records. Review of manufacturing records for the generator confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
This information was inadvertently left off of supplemental MFR. Report 01.